Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. It was noted that there was a biopsy taken prior to the procedure. There were also pixels in the ventricle that were displaying thermal dose threshold (tdt) lines. There were no patient complications reported in relation to this event.